Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a deviation between the stylus tip and the cursor and it was noted that a stylus calibration did not resolve the issue and that the touch screen needed to be replaced. Software errors were also found in the update history and it was determined that a new software installation was required to solve. The touch screen was replaced, new software was installed, the device was cleaned and it then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen had a deviation between the stylus tip and the cursor. It was also noted that the screen needed to be tapped on several times. The programmer was returned for service. No patient complications have been reported as a result of this event.